Event description:
It was reported that this left ventricular (lv) lead was programmed off due to stimulation. Lead will need to be reassessed with x-ray as noise was noted with atrial fibrillation (af). This lead still remains implanted. No additional adverse patient effects were reported.